Event description:
This patient had a history of noise on the ra channel consistent with the patient using a chainsaw. The physician chose to replace this lead while replacing the device and rv lead due to inappropriate shocks and noise. Should additional information become available, this file will be updated.